Event description:
A gore viabahn endoprosthesis was used for the treatment of an aneurysm. During deployment, the deployment line released from the catheter, but only a few cms deployed. The rest of the device remained undeployed on the catheter. The device was captured into the sheath and both the device and sheath were removed. A new sheath was inserted and two devices were successfully deployed. The pt did not experience any adverse consequences.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the device, catheter, and sheath were returned and inspected. Although the deployment line was broken, deployment was completed normally on the benchtop.